Event description:
It was reported that two pairs of short circuits appeared several months ago. Channels 1-5 and 3-4. The clinic turned off these four channels. The pt reports not doing as well recently and not being able to hear as clearly. Channels 3-4 were turned back on and reported by the pt to sound better than with them turned off. The pt is under much stress due to family situations. The clinic wants to rule out the possibility of poor performance due to stress. The pt will experiment with the new map and report back to the clinic in several weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.